Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: a sample or photo was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that 1 ml bd¿ oral syringe with tip caps, are leaking during use. There was no report of injury or medical intervention.